Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) system noted a blinking red call doctor icon indicative of an alert due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead exhibited a gradual rise to high out-of-range shock impedance measurements greater than 125 ohms over the past year, consistent with lead calcification. Technical services (ts) discussed troubleshooting/programming options such as commanded shocks. A vector breakdown revealed the following measurements: rvcoil-to-can = 144 ohms, rvcoil-to-racoil = 146 ohms, and racoil-to-can = 99 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) system noted a blinking red call doctor icon indicative of an alert due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead exhibited a gradual rise to high out-of-range shock impedance measurements greater than 125 ohms over the past year, consistent with lead calcification. Technical services (ts) discussed troubleshooting/programming options such as commanded shocks. A vector breakdown revealed the following measurements: rvcoil-to-can = 144 ohms, rvcoil-to-racoil = 146 ohms, and racoil-to-can = 99 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this rv lead was seen in clinic for further evaluation/testing, and the rv lead reprogrammed to triad. This rv lead remains in service, and will continue to be monitored at this time. It recommended to consider commanded shocks, should shock impedances exceed 150 ohms. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) system noted a blinking red call doctor icon indicative of an alert due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead exhibited a gradual rise to high out-of-range shock impedance measurements greater than 125 ohms over the past year, consistent with lead calcification. Technical services (ts) discussed troubleshooting/programming options such as commanded shocks. A vector breakdown revealed the following measurements: rvcoil-to-can = 144 ohms, rvcoil-to-racoil = 146 ohms, and racoil-to-can = 99 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this rv lead was seen in clinic for further evaluation/testing, and the rv lead reprogrammed to triad. This rv lead remains in service, and will continue to be monitored at this time. It recommended to consider commanded shocks, should shock impedances exceed 150 ohms. No adverse patient effects or interventions were reported at this time. Additional information received reported that this rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.